Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump falls behind minutes at a time every two months. Customer's blood glucose level was 122 mg/dl. Customer declined troubleshooting with tandem technical support and corrected the time settings on their own.